Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load sequence after filling a cartridge with 250 units of insulin. There was no reported adverse impact to the customer. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery. The customer declined to provide additional information regarding the issue.